Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "bad motor" issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be a bad motor. No repairs were made in order to fix the reported condition due to estimate refusal by the customer. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "bad motor." This condition occurred during programming/setup in the "anesthesia" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.